Manufacturer narrative:
Investigation is ongoing. This report is 1 of 2 submitted for this complaint. Reference mfg. Report number 2015691-2020-11140.

Event description:
As reported by our (B)(6) affiliate, during deployment of a 26mm sapien 3 valve with commander delivery system balloon, midway during inflation of the balloon the balloon would not inflate. A balloon rupture was confirmed as blood was noted in the atrion syringe. The entire volume was inserted however the balloon did not stay inflated for long as it was ruptured. The valve was positioned well and there was trivial aortic regurgitation (ar). Upon removal of the delivery system from the sheath the system got stuck and the balloon was pulled out along with sheath. The femoral artery was ruptured due to a sheath liner tear. The patient was taken for vascular surgery and an aorto-femoral graft was placed. The patient is stable. The device will be returned for evaluation.

Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the sheath was expanded and the liner was torn. During the manufacturing process, the esheath was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, the esheath is visually inspected for any defects. During final sheath inspection, the device is dimensionally and visually inspected. In addition, during product verification (pv) testing, the samples undergo expansion testing and are visually inspected to ensure no damage was caused to the sheath. The liner is inspected for defects per procedure. All tested samples units from the work order passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The device history record (DHR) was reviewed and did not reveal any manufacturing related issues that would have contributed to the complaints. A review of lot history for the work order revealed no additional complaints for the reported event. A review of complaint history for the edwards esheath introducer set revealed other returned devices from april 2019 through march 2020 for the reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluations. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggest that patient/procedural factors may have contributed to the reported events. A review of complaint history revealed that the monthly occurrence rate did not exceed the march 2020 control limit for the trend category. The IFU for esheath, the commander delivery system, IFU, device preparation manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, and do not reinsert the sheath at any time during removal. In addition, if the balloon ruptures during deployment the following guidance will assist in removal of the system: do not use excessive force, take care when removing the balloon through the tip of the sheath, and maintain guidewire position. As per procedural training manual successful management of vascular complications depends on being prepared: first priority should be controlling bleeding through endovascular techniques with a coda balloon or iliac occlusion balloon. Reinsert dilator and do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be ready in every case, consider vascular surgery. Surgeon should be in room at all times, and physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. A surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure may be considered by experienced users. There was no IFU or training deficiencies identified. The complaint was confirmed by the provided imagery. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of lot history, complaint history, DHR and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, the balloon was leaking during the inflation, and residual volume within the balloon was observed based on provided imagery. Additionally, the inflation device was full of blood based on provide imagery. It was indicated that the balloon was unable to be fully deflated due to the leakage of balloon. The undeflated balloon could have caught at the distal tip of the sheath. The additional manipulation of delivery system through the sheath could result in the liner torn. The bunching of balloon was indicating that the excessive force was applied to retrieve the delivery system through the sheath. Per training manual, ¿do not use excessive force¿ during the balloon rupture. In this case, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. No manufacturing non-conformances that would have contributed to the reported events were identified. No labeling/IFU deficiencies were identified. The complaint occurrence rates did not exceed the march 2020 control limits for the applicable complaint trend category. Therefore, no product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
A supplemental MDR is being submitted as additional information was provided. The following sections of this report have been updated: section b2 (outcome attributed to adverse event), h1 (type of reportable event), h6 (evaluation code - conclusion) and h10 (narrative text). Approximately 10 days post implant the patient expired. The vascular femoral injury caused excessive blood loss and led to multiple blood and platelet transfusions. Per report, the multiple blood transfusions caused septicemia. The patient had an acute renal injury and the condition did not improve.